Event description:
A consumer reported following bilateral intraocular lens (iol) implants that he began seeing a black half circle in the outer periphery of vision. The black circle is worse in lighted areas; interfering with his vision. Additional information has been requested. There are two medical devices reports for the event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record reviewed indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported int eh lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).